Manufacturer narrative:
Initial.

Event description:
It was reported that during a sensor start and infusion site change, a new abbott freestyle libre 3 sensor was paired to the abbott mobile app instead of the ilet app, resulting in the ilet system indicating the sensor was in use by another device and remaining in warm-up. No adverse clinical effects reported during the event. Outcomes included no impact beyond a delay in continuous glucose monitor (cgm) data availability until proper pairing through the ilet app. Investigation included troubleshooting and user education with the clinical staff regarding correct sensor pairing workflow. Investigation of this case revealed that the sensor was paired to an incompatible application for ilet use, consistent with use error related to setup and pairing, and the device hardware and components were not found to be malfunctioning. It was concluded, based on previously established findings for similar reports, that the cause was user setup error due to pairing the sensor with the abbott app instead of the ilet app.